Event description:
The device is a rental ventilator from a company, and was not made available for eval by draeger medical, inc. At any time. Two biomed's from the rental company, performed an eval of the device at the user facility. The eval noted that the volume readings posted by the device were not equal to the user defined settings. A biomed performed a flow sensor calibration and the posted readings were within specs. A device check was performed on the ventilator and the ventilator performed to specs.